Manufacturer narrative:
Film review: the exact cause and type of endoleak seen during a post-implant CT could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant images were not available for comparison, and films from the recent intervention were also not provided. Lack of angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. While a type iiib fabric endoleak from the bifurcate aortic body cannot be ruled out, this appears most likely to have been a proximal type I endoleak. There is currently a marginal proximal seal, with minimal bifurcate radial apposition seen within the short and likely dilated proximal neck, which may have been caused by disease progression; neck dilation. It is also unlikely that the reported diverticulitis was related to the observed endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient presented emergently with diverticulitis. CT showed that the patient also has an unknown endoleak. The endoleak was later confirmed as a type ia. An intervention procedure was carried out three days later to repair the type 1a endoleak; the patient was symptomatic. The physician placed an endurant aortic cuff proximal to the existing aneurx graft along with 9 helifx endo anchors, which resolved the leak. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.